Event description:
It was reported that during the surgery, smoke was present. No patient injury or complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Visual inspection of the interior of the subject controller revealed there has been a saline spill into the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller seem to overheat or emit smoke while activating a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: saline that leaked into the subject controller began to burn off once it heated up after the returned device was powered on, steam produced by the concomitant wand in use during the procedure associated with this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.